Manufacturer narrative:
The device involved in this event has not been returned for evaluation.

Event description:
Coiling treatment of an aneurysm. It was reported the coil could not be detached. Upon removal, the coil detached inside the catheter. No pt injury reported.